Manufacturer narrative:
Final analysis found that the device was received in backup operation. The device passed temperature cycle and vibration tests with no anomalies. It was monitored for 10 days and no resets were observed. The cause of the backup could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in backup vvi mode. Due to an unrecoverable condition, a download could not be performed. The device was explanted and replaced successfully. The patient's current condition is fine and there were no complications after the surgery.